Event description:
Post operative infection after hernia repair using mesh.

Manufacturer narrative:
Tacshield place (B)(6) 2011, pt presented with an infection on (B)(6) 2011. A 27.4x34.9 cm tacshield was implanted, multiple drains were put in at the time of surgery. Mesh placed in the intraperitoneal space with suture fixation. Pt is in the hospital and waiting to determine if an explants is necessary. (B)(6) 2012 follow up: pt treated with antibiotics and mesh remains implanted.